Manufacturer narrative:
Product analysis: analysis confirmed the customer's comments that the programmer had a long boot up time and that the power input port connection was loose and cord movement would cause the programmer to power off. The computing power assembly was replaced and the hard drive was reconfigured reloaded and software updated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and remained on a black screen after a 30 second wait during boot up. The programmer has been returned into service. There was no patient involvement.